Event description:
It was reported that the patient experienced pectoral stimulation. It was also reported that the right ventricular (rv) lead had a polarity switch for unknown reasons and a potential lead insulation issue, as well as intermittent undersensing and no sensing. The rv lead was switched back to correct polarity; however, the patient presented again pectoral stimulation and the rv lead again had a polarity switch and also low impedance. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.